Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7077199/7077004.

Event description:
It was reported that patients device was not working as intended. It was noted that patient was not able to get enough pain relief and experience sharp pain at the stomach. It was noted that patient loss treatment therapy and have allergic reaction. The patient underwent an explant procedure where all devices were removed and will not be return as it was retained at the facility.